Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-17609. It was reported that an asymptomatic patient presented to an in-clinic follow-up where an x-ray revealed both atrial and right ventricular leads had dislodged due to twiddler's syndrome. Both leads were explanted and replaced on (B)(6) 2021. Patient had no consequences after the procedure.